Event description:
Additional information received reported that the patient was revised on the day of report. It was noted that the patient was doing well and had good coverage. Additional information was requested but was not available as of the date of this report.

Event description:
It was reported the patient felt a ¿jolt¿ and lost coverage on her left side after she bent over. It was stated the patient¿s right side cover felt different and ¿strong.¿ it was noted the patient experienced ¿stimulation in the wrong location.¿ it was reported the patient was scheduled to be seen the morning after report. It was stated that troubleshooting had not been performed at the time of report and would be in the future. It was noted the patient was alive with no injury at the time of report. Additional information reported that when the patient ¿bent down to reach something¿ that ¿something pulled and her stimulation changed.¿ it was noted the patient was reprogrammed two days after initial report. It was stated the patient¿s stimulation at that time ¿was still covering all of her painful areas (lower back, pelvis, and legs)¿ and that there was ¿just a very small mount in her right abdomen, which wasn¿t bothering her.¿ it was noted the patient was unable to use the middle or right column during the programming. Impedance testing was performed and found impedances to be ¿within normal limits.¿ additional information stated the patient felt something change with her stimulation a week prior to initial report after having pulled a blanket off the ground to cover her while she was in a chair. It was noted the patient was then reprogrammed and felt her stimulation had changed again since that time six days earlier. It was stated the patient felt stimulation in her legs, but not in her back. It was reported that prior to the change in stimulation the patient had stimulation and adequate coverage in both her legs and back and that as of eight days after initial report the patient only had stimulation in the front of her leg. It was stated the patient¿s prior pain coverage was in the back of her leg. It was noted only the left side of the patient¿s paddle had been able to be programmed since implant. Additional information reported that at the time of implant, the implanting physician had a lot of trouble trying to place the lead. It was stated that since the procedure the patient was only able to get stimulation on the left side of the paddle lead. It was further stated that with other electrodes the patient was not getting stimulation in the right location or was getting belly stimulation. It was noted the patient was to meet with a manufacturer representative again, eight days after initial report. Additional information stated the difficulty placing the lead ¿was due to the patient¿s space being narrow.¿ it was noted the physician declined to use two 1x8 leads in place of the paddle lead, despite the placement issue. It was reported the patient was ¿only able to be programmed on the bottom left three electrodes on the left column¿ and that ¿all else results in belly stimulation.¿ further information has been requested; a supplemental report will be filed if received.

Manufacturer narrative:
Continuation of d11: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that after the patient had her lead revised about a week prior to this report, she was experiencing some right-sided abdominal pain. It was noted that the patient was readmitted to the hospital and had a myelogram. It was stated that the myelogram showed a fluid collection that was causing some mild compression on the right side of the patient's spinal cord around the t10-t11 level. It was noted that the patient was placed on steroids and discharged home. It was stated that the patient's pain was a 10/10 while in the hospital, went down to a 4/10 after a couple days of taking the prescribed steroids, and had then gone back up to a 5/10. It was also noted that the patient had been experiencing some stress incontinence, which the patient was noted to have felt as "some weakness in the right lower extremity." It was stated that when the patient was examined on the day of this report it was found that she may have some "very minimal weakness in her right hip flexors and right knee extensors," but had good stimulation coverage. It was noted that the patient's implantable neurostimulator (ins) was reprogrammed on the day of this report, and was giving the patient good coverage of her lower back and left leg. It was noted that stimulation to the patient's right leg aggravated her symptoms. It was noted that the patient's incisions were healing nicely and she could start to recharge her ins. It was further noted that the patient would be seen again in three weeks for a follow-up visit. It was stated that if the patient's symptoms were to persist, removal of the ins may be considered.

Event description:
Additional information received reported that the patient had had the lead revised and the impedances after the revision were found to be within the normal limits.